Manufacturer narrative:
Consumer reported experiencing a burning sensation while using the product. Consumer reported using the product as directed. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. No product was returned for evaluation.

Event description:
Consumer reported experiencing a burning sensation while using the product. Consumer reported using the product as directed. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Concomitant medical product was not provided in the initial report. Initial reporter (state) was not provided in the initial report. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.